Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that fill tubing was performed during the load sequence, and the user left the room. Upon re-entering the room, excess insulin was observed from the pump. Customer was not connected to the pump. During troubleshooting with tandem technical support, contact was asked if 'stop fill' had been pressed before leaving the room. The reporter could not confirm if 'stop fill' had been pressed. Supplies were changed and insulin delivery was resumed. There was no adverse impact to the customer.